Manufacturer narrative:
A siemens headquarter support center (hsc) specialist reviewed the data files. The customer ran a dilution check and the dilution check results were high, causing the dilution check factor to drop. The customer processed qc but qc was in range. The drop in the dilution check factor would cause the patient results and qc to drop low. After the customer performed troubleshooting with the ccc, the new dilution check factor was within normal range and qc was in range. Patients were repeated and corrected reports were issued. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on patient samples on a dimension rxl max with hm instrument. The initial results were reported out to the physician(s). The customer repeated the samples on the same instrument, resulting higher. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.